Manufacturer narrative:
The device was not explanted and therefore, was not available for evaluation. A correlation between the device and the reported driveline infection and elevated lactate dehydrogenase level could not be conclusively determined. Driveline infection and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device- 11 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient developed a pump pocket infection. Blood and urine specimens tested (B)(6) for (B)(6). The patient was treated with cephalexin, rifampin, vancomycin, zosyn, gentamicin, nafcillin, and ceftriaxone. No additional information was provided.

Event description:
Additional information: the clinical consultant was notified of the details of the patient¿s outcome on 18oct2017. It was reported by the vad coordinator that the patient was admitted on (B)(6)2017 with suspected driveline infection. The patient became bacteremic with elevated liver function tests. The patient experienced disseminated intravascular coagulopathy and the lactate dehydrogenase was 2000 u/l. The decision was made to withdraw care, and the patient expired on (B)(6)2017.